Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th stent wraps with struts raised. Deformation was not evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and calcified lesion, located in the proximal right coronary artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the physician wanted to apply direct stent procedure, but device could not cross the lesion. It was informed that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.